Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr broke off from the drive shaft. Vascular access was obtained via right femoral artery. A non bsc guidewire was advanced through a non bsc guide catheter. A 1.5 x 15mm maverick 2 otw balloon catheter was then inserted for dilatation of the proximal circumflex (cx). A 330cm extra support rotawire was then advanced and a 1.50mm rotalink¿ burr was advanced over the wire for rotablation of the proximal cx. Initial ablation was at 111,000rpm for 10 seconds. Subsequent ablations were at 158,000rpm for 38 seconds; 162,000rpm for 1:09 seconds; 170,000rpm for 20 seconds. The burr and the rotawire were removed from the patient and a 2.5 x 09mm maverick 2 balloon catheter was then inserted to the proximal cx and multiple inflations were done. Moreover, a 3.0 x 12mm nc quantum apex balloon catheter was positioned acrross the proximal cx for additional dilation. A 330cm floppy rotawire was then advanced to the first diagonal and the 1.50mm rotalink¿ burr was used for additional ablation of this lesion. Multiple ablations of the first diagonal were at 119,000rpm for 50 seconds; 143,000rpm for 1:30 seconds; 138,000rpm for 1:08seconds; 146,000rpm for 10 seconds; 174,000rpm for 13 seconds; 167,000rpm for 1:04 seconds; and at 118,000rpm for 5 seconds. At some point in the course of the procedure it was reported that the burr broke off from the drive shaft. The burr and the rotawire were removed from the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the rotalink burr catheter was received inside of the guidezilla device. A visual and microscopic examination of the burr, sheath and coil were performed. There was blood and saline or contrast on the burr. The burr was detached and received on the rotawire. The burr was able to be removed from the rotawire with no resistance or issues. The annulus of the burr was damaged/flared out. There was a portion of coil inside of the burr. There were numerous kinks throughout the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-09673. It was further reported that the burr was advanced in the left circumflex (lcx) then passed through the left anterior descending artery (lad)/first diagonal lesion.the burr was detached together with the distal part of the rotawire. Both device fragments were successfully removed out from the vessel with the help of an additional unspecified balloon and an unspecified guidewire.